Manufacturer narrative:
This report is provided because our original medwatch was submitted with incorrect data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarmed during bolus delivery. No excessive no delivery alarms were noted. The motor was tested outside of the device and passed. No loose drive support cap was noted. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm. The customer's blood glucose reading was 600+ mg/dl. The customer stated that her pump is reading motor error. The customer was advised to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to return the pump with the battery and to zero out the basal rates. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.